Manufacturer narrative:
Date sent to FDA: 3/6/2020.

Manufacturer narrative:
Date sent to the FDA: 5/8/2020. Additional h6 patient codes: 1820, 1685, 2091, 2191, 3189 - surgical intervention, 3191 - mesh migration, constipation. Additional b5 narrative: it was reported that the patient underwent mesh removal on (B)(6) 2018 due to hernia recurrence, mesh migration, chronic abdominal swelling, abdominal pain, constipation, adhesion, chills, inflammation and edema.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.